Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced pain and metal ion levels were elevated. Replaced with ceramic head.

Manufacturer narrative:
An event regarding elevated ion levels involving a v40 cocr lfit head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review and the product was not returned for evaluation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient experienced pain and metal ion levels were elevated. Replaced with ceramic head.